Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))') and device dislocation ('migration of essure device location of device: left ovary. Other (3rd coil) essure location is colon') in an adult female patient who had essure (batch no. B97489) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, multiparous (B)(6) 2006, (B)(6) 2007, (B)(6) 2010, (B)(6) 2011, (B)(6) 2013, (B)(6) 2014, (B)(6) 2015, recurrent abortion, pulmonary embolism (pulmonary embolism (hcc) 2007- during pregnancy- 36 weeks- blood thinners for 6 weeks), uterine prolapse, nephrolithiasis and obesity. Concurrent conditions included chest pain and shortness of breath. Family history included malignant hyperthermia, asthma and malignant hyperthermia. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced teeth brittle ("dental problems- teeth had gotten so brittle"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)") and experienced allergy to metals ("nickel allergy"), abdominal pain lower ("lower abdomen pain") and pelvic pain ("an extreme stabbing pain in the circle location"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), exploratory to find and remove missing essure). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, device dislocation, pregnancy with contraceptive device, migraine, teeth brittle, allergy to metals, dysmenorrhoea, dyspareunia, abdominal pain lower and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, allergy to metals, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, migraine, pelvic pain, pregnancy with contraceptive device and teeth brittle to be related to essure. The reporter commented: insertion details-the essure device was threaded in the left fallopian tube. After deployment, 6 coils were noted. The essure device was deployed into the opposite fallopian tube. After deployment, 5 coils were noted. Date(s) of removal: (B)(6) 2015 discrepancy noted. Batch no: b97489, production date: 2013-11-25 , expiration date: 2016-11-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))') and device dislocation ('migration of essure device location of device: left ovary. Other (3rd coil) essure location is colon') in an adult female patient who had essure (batch no. B97489) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, multiparous ((B)(6) 2006, (B)(6) 2007, (B)(6) 2010, (B)(6) 2011, (B)(6) 2013, (B)(6) 2014, (B)(6) 2015.), recurrent abortion, pulmonary embolism (pulmonary embolism (hcc) 2007- during pregnancy- 36 weeks- blood thinners for 6 weeks), uterine prolapse, nephrolithiasis and obesity. Concurrent conditions included chest pain and shortness of breath. Family history included malignant hyperthermia, asthma and malignant hyperthermia. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced teeth brittle ("dental problems- teeth had gotten so brittle"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)") and experienced allergy to metals ("nickel allergy") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), exploratory to find and remove missing essure). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, device dislocation, pregnancy with contraceptive device, migraine, teeth brittle, allergy to metals, dysmenorrhoea, dyspareunia and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, allergy to metals, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, migraine, pregnancy with contraceptive device and teeth brittle to be related to essure. The reporter commented: insertion details-the essure device was threaded in the left fallopian tube. After deployment, 6 coils were noted. The essure device was deployed into the opposite fallopian tube. After deployment, 5 coils were noted. Batch no: b97489, production date: 2013-11-25 , expiration date: 2016-11-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))') and device dislocation ('migration of essure device location of device: left ovary. Other (3rd coil) essure location is colon') in an adult female patient who had essure (batch no. B97489) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, multiparous ((B)(6) 2006, (B)(6)2007, (B)(6)2010, (B)(6) 2011, (B)(6) 2013, (B)(6) 2014, (B)(6) 2015.), recurrent abortion, pulmonary embolism (pulmonary embolism (hcc) 2007- during pregnancy- 36 weeks- blood thinners for 6 weeks), uterine prolapse, nephrolithiasis and obesity. Concurrent conditions included chest pain and shortness of breath. Family history included malignant hyperthermia, asthma and malignant hyperthermia. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced teeth brittle ("dental problems- teeth had gotten so brittle"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)") and experienced allergy to metals ("nickel allergy"), abdominal pain lower ("lower abdomen pain") and pelvic pain ("an extreme stabbing pain in the circle location"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), exploratory to find and remove missing essure). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, device dislocation, pregnancy with contraceptive device, migraine, teeth brittle, allergy to metals, dysmenorrhoea, dyspareunia, abdominal pain lower and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, allergy to metals, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, migraine, pelvic pain, pregnancy with contraceptive device and teeth brittle to be related to essure. The reporter commented: insertion details-the essure device was threaded in the left fallopian tube. After deployment, 6 coils were noted. The essure device was deployed into the opposite fallopian tube. After deployment, 5 coils were noted. Batch no: b97489, production date: 2013-11-25 , expiration date: 2016-11-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: the event ¿an extreme stabbing pain in the circle location¿ was added. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))') and device dislocation ('migration of essure device location of device: left ovary. Other (3rd coil) essure location is colon') in an adult female patient who had essure (batch no. B97489) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii, parity 6 ((B)(6) 2006, (B)(6) 2007, (B)(6) 2010, (B)(6) 2011, (B)(6) 2013, (B)(6) 2014, (B)(6) 2015.), recurrent abortion, pulmonary embolism (pulmonary embolism (hcc) 2007- during pregnancy- (B)(6)- blood thinners for 6 weeks), uterine prolapse, nephrolithiasis and obesity. Concurrent conditions included chest pain and shortness of breath. Family history included malignant hyperthermia, asthma and malignant hyperthermia. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced teeth brittle ("dental problems- teeth had gotten so brittle"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)") and experienced allergy to metals ("nickel allergy") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), exploratory to find and remove missing essure). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, device dislocation, pregnancy with contraceptive device, migraine, teeth brittle, allergy to metals, dysmenorrhoea, dyspareunia and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, allergy to metals, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, migraine, pregnancy with contraceptive device and teeth brittle to be related to essure. The reporter commented: insertion details-the essure device was threaded in the left fallopian tube. After deployment, 6 coils were noted. The essure device was deployed into the opposite fallopian tube. After deployment, 5 coils were noted. Most recent follow-up information incorporated above includes: on 12-jul-2019: pfs and mr received: reporters were added. Patient's demographic was added. Lot no. Was added. Previously added injury nos was replaced by pregnancy (no complications) . & new events- migraines / headaches, migration of essure device location of device: left ovary. Other (3rd coil) essure location is colon, brittle teeth, nickel allergy,dysmenorrhea, dyspareunia, lower abdominal pain, perforation (fallopian tube(s)) were added. Concomitant conditions were added. Historical conditions were added. Lab test was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))') and device dislocation ('migration of essure device location of device: left ovary. Other (3rd coil) essure location is colon') in an adult female patient who had essure (batch no. B97489) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, multiparous (B)(6) 2006, (B)(6) 2007, (B)(6) 2010, (B)(6) 2011, (B)(6) 2013, (B)(6) 2014, (B)(6) 2015.), recurrent abortion, pulmonary embolism (pulmonary embolism (hcc) 2007- during pregnancy- 36 weeks- blood thinners for 6 weeks), uterine prolapse, nephrolithiasis and obesity. Concurrent conditions included chest pain and shortness of breath. Family history included malignant hyperthermia, asthma and malignant hyperthermia. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced teeth brittle ("dental problems- teeth had gotten so brittle"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)") and experienced allergy to metals ("nickel allergy"), abdominal pain lower ("lower abdomen pain") and pelvic pain ("an extreme stabbing pain in the circle location"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), exploratory to find and remove missing essure). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, device dislocation, pregnancy with contraceptive device, migraine, teeth brittle, allergy to metals, dysmenorrhoea, dyspareunia, abdominal pain lower and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, allergy to metals, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, migraine, pelvic pain, pregnancy with contraceptive device and teeth brittle to be related to essure. The reporter commented: insertion details-the essure device was threaded in the left fallopian tube. After deployment, 6 coils were noted. The essure device was deployed into the opposite fallopian tube. After deployment, 5 coils were noted. Batch no: b97489, production date: 2013-11-25 , expiration date: 2016-11-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: the event ¿an extreme stabbing pain in the circle location¿ was added. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.